Event description:
Customer reports 10 infusors containing 5fu and saline to a total volume of 85ml overinfused over 6 days instead of an anticipated 7 days. Customer reports no adverse clinical reaction.